Manufacturer narrative:
As of this report the sample device has not been returned for evaluation.

Event description:
A pt had the feeding tube fall after eight days. Surgical placement, including x-rays, of the initial tube were necessary and x-rays were also needed for the correct placement of the replacement feeding tube. There was no pt injury associated with this event. Kimberly-clark has no first-hand knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regulations.